Event description:
It was reported that one week prior to the call, the patient began having issues receiving adequate pain coverage. A revision surgery was performed on (B)(6) and the patient was receiving good coverage in their painful areas.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n355183, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).